Event description:
The perfusionist reported that after bypass was terminated and during tear-down of the circuit, the venous inlet port of the bmr reservoir bag broke off. This occurred after bypass. There was no pt involvement.

Manufacturer narrative:
One bmr venous inlet port connector was returned to sorin group USA for eval on june 2, 2009. The visual inspection revealed that the connector was broken in two pieces where the port enters the bag. The break had signs of stress whitening two thirds around the circumference. There were small cracks evident near the area of breakage. The broken connector has been returned to sorin group (B)(4) for further eval. A follow-up report will be filed when add'l info from the eval is received.